Event description:
It was reported that the patient's implantable neurostimulator (ins) was repositioned four months after the initial implant due to pain at the waistline. The patient outcome was unknown. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID (B)(4) lot# v136459 implanted: (B)(6) 2008 explanted: na, product typ lead, product ID (B)(4), serial# (B)(4). Product typ programmer, patient. (B)(4).